Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon was having difficulties passing registration during the procedure. When the surgeon would trace, the pattern would not match up to where he was tracing. No further information was provided. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.